Event description:
It was reported that the caller experienced a malfunction on their pump identified by malfunction code "malf 5", which could not be reset. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support resolved the issue by sending a replacement pump with updated software and instructed the customer on necessary steps to put the faulty pump into storage mode and return it using a pre-paid label. The customer will use a backup insulin pump until the replacement arrives.